Event description:
During routine testing of the defibrillator, the user found that the energy output was erratic.there was no pt harm involved. Tests disclosed an open resistor (r20) on assembly. The open resistor prevented the dump "scr" from turning on, and resulted in high output at some emergy settings. The cause of the resistor failure could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.